Manufacturer narrative:
Software investigation completed. System and instruments tested to be fully accurate, therefore, unable to determine root cause without further information. Reported behavior cannot be replicated. Medtronic representative, following-up at the site, has made recommendations to the surgeon regarding technique.

Event description:
A medtronic representative reported that while in a spine procedure, the site experienced an inaccuracy during screw placement in a minimally invasive posterior lumbar interbody fusion (plif) procedure. This was an o-arm case and the 3d spin was successful and accurate. When tapping the pedicle for the first screw placement, navigation was accurate. The surgeon switched over to the reduction driver with a gray navlock, powerease and powerease adapter. The surgeon placed the first screw using navigation and took a lateral c-arm shot to confirm placement which showed the screw had entered the disc space. Navigation had shown accurate placement of that first screw. The surgeon re-seated the screw in the correct spot. The same 3d spin and registration was used, along with the same instruments, to place the 3 remaining screws with no issues. The surgeon completed the procedure with the use of the navigation system.